Manufacturer narrative:
(B)(4). The investigation is in progress.

Event description:
Description of event according to complainant: the physician deployed the cook celect navalign femoral vena cava filter and noted that the primary struts did not appear to be fully deployed. The filter was removed and another filter was used to complete the procedure. A section of the device did not remain inside the pt's body. The pt did not require any additional procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.